Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had accelerated battery depletion. To date, the device remains in sevice. No adverse patient effects.